Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune pin jack would not hold on to pin.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device was unable to replicate the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Removed the reported expiration date in d4 since the product involved is an instrument.